Manufacturer narrative:
(B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to premature wear. A review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor power of the compact air drive device was too low. It was further determined that the device failed pretest for check the power with the test bench, and check for air leak. This event did not occur during surgery. There was no patient involvement. It was noted in the service order that during an unspecified surgical procedure it was observed that the device was not holding the attachments. It was not reported if there was a delay in the procedure due to the event. It was reported that an unspecified spare device was used to complete the procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.